Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (1mg/ml, unknown dose) in an implantable pump for unknown indication for use. The hcp placed the catheter in the intrathecal space at thoracic vertebrae level 9 (t9), removed the guide wire, and injected spinal marcaine. Then the physician tried threading the guide wire back into the catheter. The guide wire was then seen outside the catheter under fluoroscopy. The catheter was removed and it was observed the guide wire punctured through the catheter near the tip. The issue did not occur prior to implant. A new catheter was used and the issue was considered resolved on the day of the report. It was unknown what concomitant medications the patient was taking at the time of the event. The patient's status at the time of the event was stated to be alive with no injury. The catheter was discarded after the implant procedure and will not be able to be returned to the manufacturer. History: lung cancer (metastasized to liver), copd.